Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the keyboard hinges were loose. It was noted that the programmer stylus pen was not missing and tested out of specification and required calibration. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that programmer keyboard was broken and the pen was missing. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer stylus pen was not missing and subsequently tested out of specification during manufacturer's analysis.